Manufacturer narrative:
Multiple attempts were made to get clarification regarding the provided the lot number 1772726, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed and a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor gel implants, suffered left breast implant rupture and breast pain, post-operatively. The patient started experiencing pain and on (B)(6) 2020, had mammography and ultrasound, which found intracapsular rupture on the left implant. MRI confirmed the rupture on (B)(6) 2020. As a result, the patient underwent removal and replacement with a non-mentor device on (B)(6) 2020.